Event description:
The manufacturer received information alleging a patient experienced loss of liver. Drowned in his own blood. Had brain damage. Suffered frontal lobe dementia. Had liver transplant, due to the usage of philips CPAP machine. The device settings during the event were unknown. During the event, the patient had 7 major surgeries. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.